Manufacturer narrative:
(B)(4). Batch #: u93188. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that, during a laparoscopic cholecystectomy, it was found that the tissue pad fell off the clamp arm. The piece of tissue pad fell into the patient¿s body, but the surgeon removed it via the trocar. The tissue pad was discarded. The target tissue was bloated and the device was activated for long time, but the tissue pad did not wear out. The blade tip was not broken off. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. There was no bleeding or damaged tissue for the patient. The patient is stable. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. Investigation summary. The analysis results found that the device was received with the tissue pad detached returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.